Event description:
It was reported that during an afib ¿ paroxysmal procedure, the lasso nav catheter would not fit through the st. Jude sr0 sheath and the steering mechanism was also broken upon introduction. The case was completed without any patient consequence by changing the lasso catheter. On (B)(6) 2013, upon receiving the product in biosense webster lab, it was noticed that lasso loop bent backward causing to stick up. Spine cover scratched with white stress marks from the pu seal of the lumen. Spine cover is scratched open just past the bent in the spine leaving the braid exposed. Ring #20 is cut, sharp and squashed on proximal side. Ring #19 is squashed and rough, also spine cover wrinkled up to ring #18. Ring #18 and #17 are squashed with spine cover scratched with light white stress marks also on the bottom side too. These visual inspections were making this event reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported that during an afib ¿ paroxysmal procedure, the lasso nav catheter would not fit through the st. Jude sr0 sheath and the steering mechanism was also broken upon introduction. The case was completed without any patient consequence by changing the lasso catheter. Upon receipt, the device was visually inspected and it was found that the loop was bent backward causing to stick up. Spine cover is scratched with white stress marks from the pu seal of the lumen. Spine cover is scratched open just past the bent in the spine leaving the braid exposed. Rings 17, 18, 19 and 20 are damaged. Connector pins has some type of foreign residue. A dimensional test was performed to the outer diameters and the catheter was found within specifications. Also, a deflection test was performed and the catheter failed. It was dissected and the puller wire was found broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the steering mechanism failure has been verified; however, since the outer diameters of the catheter were found within specifications, the root cause for the fitting issue could not be drawn. In addition, a corrective action has been opened to address the ring damage issue.